Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is synthes sales consultant.  A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the grasping part of the reduction forceps was discovered broken. It is unknown how the issue was discovered. It is unknown if there were patient and surgical involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot . Part: 399.124. Lot: 5029. Manufacturing site: (B)(4). DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.